Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. Information was reported the patient stated the ins is only keeping the charge for 2 days instead of 4. The patient stated she had a fall at the same time she had an increase in pain. This was a gradual change in therapy/symptoms. The patient mentioned this to her doctor who told her to call a manufacturing representative (rep). Since the patient's fall, the ins has not been keeping the charge. The patient also stated she has had an increase in pain from the sciatica nerve pain that runs down the right leg. No further complications were reported. No additional patient symptoms were reported.